Event description:
Customer reported that patient had a quatro sensor on for 2 hours during a procedure. When the sensor was removed, it was noticed that the skin below was swollen and red. Patient complained that it was itchy. Over the following 24 hours, the patient developed a moderately large water-filled blister surrounded by red, tender and raw skin. The patient was referred to a dermatologist and was treated with topical steroids and high dose of oral prednisone with a decreasing schedule to lower the dose over time. The patient has fully recovered. The sensor was thrown away and the lot number is unknown.

Manufacturer narrative:
Device manufacture date is unknown as lot number was unknown.